Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. No motor error alarm was noted. The functional tests could not be completed due to the alarm. All operating currents were within specification and no unexpected battery alarms were noted. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, a broken reservoir tube lip, a broken belt clip slot, cracked battery tube threads, and a missing end cap sticker.

Event description:
The customer reported that she received a prime rewind and motor error alarms on her insulin pump. She also stated that her battery was lasting only one day. The customer stated that her blood glucose went as high as 345 mg/dl, which she treated with a bolus delivery. The motor error occurred during a bolud delivery attempt. The customer said that the insulin pump was not exposed to a strong magnetic field and she was not using the sensor feature. During troubleshooting, the customer stated the insulin pump was not dropped and the drive support cap was sticking out. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).